Manufacturer narrative:
The insulin pump alarm a33 during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system while priming the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer could not recall if he had been pressing the drive support cap while connected. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.